Manufacturer narrative:
A valid manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line, and day of production, no further investigation on documents, and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for four hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She manually removed the pieces of pledget, and did not seek medical attention. She did not experience any adverse health effects.